Event description:
It was reported that bd intima-ii y 24gax0.75in ss prn slm pvc needle defect on (B)(6) 2025, at (B)(6) in (B)(6). The orthopedic department reported that during patient puncture using the ruima s device, the needle tip penetrated the catheter when withdrawing the needle core and reinserting it. The issue was subsequently resolved by a nurse using a new intravenous catheter.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information is available.

Manufacturer narrative:
1. DHR/bhr review (lot#5164483): 1) the products of this batch were assembled at intima ii auto line 4 in jun 2025 and packaged at r245 package line in jun 2025. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. The customer returned three photos but did not return the complaint unit. The photos show: item number 383082, batch number 5164483. The complaint unit has been used, and the needle tube has pierced through the catheter. 3. A retained sample of this batch was taken for relevant functional tests. 1) penetration force test was performed, in which the needle tip force, catheter tip force and catheter drag force were all within the product specifications. 2) needle core removal force test was performed, and the test result was within the product specifications. 3) 45 psi leakage test was carried out, the test qualified, no leakage was found. 4. Needle through catheter during puncture process may be related to the product quality, the skin and vein conditions of the patient, and the puncture method. 5. According to the experience of previous market visits, it is recommended that: 1) before puncture, hold the paddle hub and y-adapter, rotate the paddle hub to release the catheter tip adhesion. 2) insert the needle and catheter at 15°-30° with the bevel of the needle tip upwards, and after seeing the blood return, lower the angle to 5°-10° to continue send the needle and catheter. Do not withdraw the needle prematurely, and do not multiple punctures. 6. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. A returned photo shows that the needle has pierced through the catheter. The customer stated that the needle tip penetrated the catheter when withdrawing the needle core and reinserting it. The instructions for use (IFU) of the product warns against this. So, the root cause of the needle through the catheter cannot be confirmed to be related to product quality.